Event description:
Flow rapidly decreased while on bypass, without apparent reason. Medtronic biohead placed in sarns roller pump head and membrane changed without resolution. Arterial tubing noted to be collapsing on roller head. Venous bag manipulated and flow resumed.